Event description:
It was reported that a user experienced a pattern of overnight low glucose readings while using the iLet system, including a documented low of 55 mg/dL after several hours in range with minimal basal delivery and a gradual downward drift, and the user treated with oral glucose and was advised to contact Clinical Medical Liaison during business hours. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose and ongoing use guidance. Investigation included troubleshooting and education focused on low glucose events and potential CGM target adjustment considerations. Investigation of this case revealed no device alarms or malfunctions reported and no component failure identified, with the cause of hypoglycemia unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.